Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
It was reported that the buttons were not responsive customer confirmed time was moving customer reported that drive support cap was protruded. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test or self test due keypad anomaly. Device received with detached end cap. The drive support disk was inspected and no anomaly noted.